Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose levels while using the insulin delivery device. The user confirmed a fingerstick blood glucose reading of 454 mg/dl. Device reports indicated that insulin delivery was occurring, but glucose levels remained high for several days. Follow-up calls with the user showed blood glucose levels trending down to 397 mg/dl. No other device-related symptoms were reported.